Event description:
It was reported that the patient had a loss of effect after two surgical procedures ((B)(6) 2012). The patient did feel tingling. On (B)(6) 2012, the patient received a cardiac pacemaker. After the pacemaker was implanted, the patient was catheterized. After the catheter was removed, the patient had no symptom control. The patient didn't believe there was any testing done between the neurostimulator and the pacemaker. The patient planned to have the device reprogrammed. Additional information was requested.

Manufacturer narrative:
Lead model 3093-28, lot# v510039, implanted: (B)(6) 2010, explanted: na. Programmer model 3037, serial# (B)(4). (B)(4).